Event description:
Ous MDR - it was reported that the pt complained about syncope. Pacing pauses were seen. The pacemaker system was then exchanged as a precaution. An event date of (B) (6) 2009 was given. No explant date was provided. Setrox s 60, (B) (6), MDR 1028232-2009-01660.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. The patient also had another device implanted. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after implant duration of approximately zero days. In 2009 (through follow-up with the health-care provider), it was learned that cause of death was cardiac failure due to poor ventricular function. Per the operative report, the ring was implanted successfully, and "the patient was then taken to the intensive care unit in critical, but stable condition."